Manufacturer narrative:
(B)(4). (B)(6) clinical study. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx partially covered stent was implanted to treat a 4 cm malignant neoplasm in the head of the pancreas during a stent placement procedure performed on (B)(6) 2015 as part of (B)(6) clinical study. Baseline assessment of biliary obstructive symptoms (abos) was conducted on (B)(6) 2015 and identified the following symptoms: jaundice and itching. Baseline liver function tests were conducted on (B)(6) 2015. The patient was not scheduled to undergo chemotherapy and radiation therapy. The patient was intended to undergo a curative intent surgery after 2 to 4 weeks post stent placement. On (B)(6) 2015 tumor imaging was obtained using ercp, CT, and eus with fna and the result was malignant. The initial stent placement procedure was performed on (B)(6) 2015 and was completed as an inpatient procedure. A pancreatogram was performed during the stent placement. A biliary sphincterotomy was performed during the procedure. There were no previously placed biliary stents removed at the time of the procedure. The stent was placed using ercp with no additional procedures conducted at the same time. A wallflex biliary rx partially covered stent was placed in a satisfactory position across the stricture. According to the complainant, the patient presented with cholangitis on (B)(6) 2015. The physician was prompted to check the stent due to jaundice and cholangitis. On (B)(6) 2015, the patient underwent an unscheduled biliary reintervention for the management of biliary obstructive symptoms and was treated as an inpatient. The biliary reintervention was not a result of a recurrence of the original biliary stricture. An ercp procedure was performed confirming that the wallflex biliary rx partially covered stent had become occluded with sludge. The patient underwent sludge removal and a new plastic stent was implanted. Per the physician, the re-stenting was not due to lack of stricture resolution. The wallflex biliary rx partially covered stent was removed during a hepaticojejunostomy procedure on (B)(6) 2015. There were no patient complications reported as a result of this event. There were no associated adverse events reported.

Manufacturer narrative:
Additional information received on january 13, 2016 and january 21, 2016.

Event description:
It was reported to boston scientific corporation on november 25, 2015 that a wallflex¿ biliary rx partially covered stent was implanted to treat a 4 cm malignant neoplasm in the head of the pancreas during a stent placement procedure performed on (B)(6) 2015 as part of (B)(4) study. Baseline assessment of biliary obstructive symptoms (abos) was conducted on (B)(6) 2015 and identified the following symptoms: jaundice and itching. Baseline liver function tests were conducted on (B)(6) 2015. The patient was not scheduled to undergo chemotherapy and radiation therapy. The patient was intended to undergo a curative intent surgery after 2 to 4 weeks post stent placement. On (B)(6) 2015 tumor imaging was obtained using ercp, CT, and eus with fna and the result was malignant. The initial stent placement procedure was performed on (B)(6) 2015 and was completed as an inpatient procedure. A pancreatogram was performed during the stent placement. A biliary sphincterotomy was performed during the procedure. There were no previously placed biliary stents removed at the time of the procedure. The stent was placed using ercp with no additional procedures conducted at the same time. A wallflex biliary rx partially covered stent was placed in a satisfactory position across the stricture. According to the complainant, the patient presented with cholangitis on (B)(6) 2015. The physician was prompted to check the stent due to jaundice and cholangitis. On (B)(6) 2015, the patient underwent an unscheduled biliary reintervention for the management of biliary obstructive symptoms and was treated as an inpatient. The biliary reintervention was not a result of a recurrence of the original biliary stricture. An ercp procedure was performed confirming that the wallflex biliary rx partially covered stent had become occluded with sludge. The patient underwent sludge removal and a new plastic stent was implanted. Per the physician, the re-stenting was not due to lack of stricture resolution. The wallflex biliary rx partially covered stent was removed during a hepaticojejunostomy procedure on (B)(6) 2015. There were no patient complications reported as a result of this event. There were no associated adverse events reported. Additional information received on january 13, 2016 and january 21, 2016: according to the complainant, the patient's cholangitis, which was noted on (B)(6) 2015, was treated using intravenous antibiotics. Reportedly, the cholangitis resolved on (B)(6) 2015, after the biliary reintervention with second stent placement on (B)(6) 2015. The physician does not consider the cholangitis to be related to the wallflex biliary rx partially covered stent or the stent placement procedure.